Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported error during testing and evaluation. The ventilator passed an extended 46 hour run in test with the customer's settings without any unusual alarms or conditions. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with the ventilator. A review of the event trace revealed several "xdcr flt" conditions. Carefusion replaced the analog board and solenoid manifold as a precaution.

Event description:
It was reported to carefusion that the unit was getting transducer (xdcr) faults intermittently while in use with a patient, happening twice. The patient was placed on their backup ventilator with no patient harm or injury.